Manufacturer narrative:
Initial date manufacturer became aware of the event was 12-mar-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the guide tooth of the lead was extrinsically damaged. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a pacing lead high impedance were observed. It was also reported the physician tried several times but was unable to retract the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.